Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿alaris pump beeping with occlusion alarm. When checking tubing ballooning noted near blue connector. No injury to patient noted."

Manufacturer narrative:
The customer¿s report of a ballooned silicone segment was confirmed. Visual inspection showed that the silicone segment tubing had a bulged balloon just below the upper fitment. Functional testing was performed; fluid flowed freely with no issues observed. A balloon was replicated on the set when an IV push/flush was executed below the pump without first clamping the tubing above the injection port. This action was found to result in excessive pressure within the silicone segment causing the silicone segment to bulge/balloon. The root cause of the balloon in the silicone segment was an IV push medication or flush being executed below the pump without first clamping the tubing above the injection port.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿alaris pump beeping with occlusion alarm. When checking tubing ballooning noted near blue connector. No injury to patient noted."